Manufacturer narrative:
Product event summary: analysis found the cursor position did not coincide with stylus pen; the stylus was found loose/detached. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement.